Event description:
Issues with multiple catheters not allowing a wire to pass through or having a piece of plastic on the wire when removed from the package. Remaining catheters from this manufacturer were removed from hospital inventory and sent back to the manufacturer. Ref report: mw5150065.